Event description:
The dermatome shredded the tissue graft, additional info was requested and received in 2003. The clinical contact at the user facility reported the surgeon initially used the dermatome which was calibrated and a new padgett blade was used. Upon taking a 1/4 inch graft, the dermatome shredded the skin graft. The surgeon replaced the blade with a new blade and proceeded to take another skin graft, resulting in the same type of graft. The surgeon switched to a different vendor dermatome and was able to achieve the results he wanted for the skin graft. Although the surgeon has not reported pt injury as a result of this reported incident, the graft site had to be extended to complete the procedure.